Event description:
It was reported that a cartridge was not fitting properly into the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer was guided to inspect the pump, remove an o-ring from the pneumatic tap, and clean the area as instructed. They were then able to reload the cartridge successfully and resumed insulin therapy.